Manufacturer narrative:
According to the description of the event, an extractor was deformed at the tip during use. The product in question was sent to implantcast gmbh for optical investigation and the deformed tip was evident. It is known that the deformation of the extractor occurred during use/ intraoperatively. However, this had no health effect on the patient. The manufacturing documents and the material certificates of the extractor were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the extractor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "mechanically damaged". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impacts on patients, users or third parties relating to the reported error pattern.